Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 2 / 3. The home patient (hp) reported that one of the supply bags had become disconnected. The technical service representative (tsr) explained the alarm and had the hp close the transfer set. The tsr had hp cycle power the hc machine to clear alarm. Se 2367 alarmed. The tsr had hp cycle power the hc machine again. The tsr advised hp to use manual supplies to complete therapy and to contact peritoneal dialysis (pd) nurse as soon as possible about the alarm. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The hp did not disconnect any time prior to the alarm. All the bags were not properly spiked and connected, since the supply bag fell and became disconnected. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy with manual exchanges. The hp had discarded the sample. During a follow up with the hp on (B)(6) 2010, it was revealed that the bag had accidentally fallen off of the stand and disconnected. Per hp, he had not notice any defects on the bag or the lines. The hp confirmed that he had did not have any injury or harm as a result of disconnection. The hp stated that he had discarded the supplies, and did not know the lot numbers. The hp stated that he is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. On homechoice apd systems patient at-home guide issued on october 2, 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. A trend review was performed, and similar complaints were found. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.